Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were reported to be very high while wearing a pod. Symptoms reported include hyperglycemia. There is no information available regarding treatment or length of hospital stay. The patient declined to provide any further information.